Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident event and the suspected device. The probe will be analyzed by our quality department and investigation will make possible to know the cause of the incident.

Event description:
Loss of icp value despite a change of icp monitor. The following error message appeared on icp monitor : error e001.

Manufacturer narrative:
According to sophysa in-house process, the parenchymal probe has been analyzed by the quality control laboratory. Internal documentation shows that the probe has been manufactured in accordance with quality requirements. A first visual analysis shows many folds on catheter tubing. After having connected the probe to the monitor, the error e001 is confirmed. Then the dongle shell has been opened and it was observed a cut of the microwire inside that confirms e001 error. According to functional tests, the catheter does not meet its specifications due to a cut of the micro wire. This breakage is probably due to an excessive traction on the tubing of the probe.

Event description:
Loss of icp value despite a change of icp monitor. The following error message appeared on icp monitor : error e001.